Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2017 customer noticed a ¿red mark¿ at the insertion site. Customer noted having contact with a healthcare provider and was prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review for all fs libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and there were no confirmed complaints within the trend data in this review. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2017 customer noticed a ¿red mark¿ at the insertion site. Customer noted having contact with a healthcare provider and was prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.